Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. A review of the device history record provides assurance the part was accepted with conformance to the product requirements.

Event description:
Revision due to infection in (B)(6) 2012. Date of primary surgery is unk, spacer was implanted in (B)(6) 2011, and subject components were implanted (B)(6) 2011. Current surgeon believes pt has had infection since 2011.